Event description:
Report received of a pump delivering an unrequested pca dose during patient use. The pump was programmed to deliver an unspecified pca dose of demerol. The patient pendant was reportedly not near the patient, but delivered an unrequested bolus dose. The biomedical technician was notified. Reportedly, as the pump was being inspected, the patient received another unrequested pca dose. The pump was removed from clinical service and the therapy continued on a replacement pump. There was no report of any adverse patient effect and no medical intervention was required. Though requested, no further information was available.